Event description:
While performing a laparoscopic appendectomy the doctor requested a covidien gia stapler. The stapler and the staple loads were opened to the sterile field. The stapler handle would not fire the first load. A second load was opened and it fired the load but when another staple load was loaded it would not fire. The doctor stated that he would like the stapler to be sent back to the manufacturer.